Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16nov2018. International UDI: (B)(4). Philip's field service engineer (fse) performed troubleshooting and found an error code 1134 (blower stalled) and 110d (proximal pressure error). The fse replaced the blower assembly and data acquisition board to address the reported issue. This customer returned v60 blower assembly was tested and no failures were identified.

Event description:
It was reported that the blower stalled. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.